Manufacturer narrative:
The event date has been corrected from (B)(6) 2019 to (B)(6) 2019. The catalog number and UDI have been corrected as they were previously blank.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: additionally, the customer identified the split in the clear part of the mcs tip cover accessory. 61 - intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. The mcs tip cover accessory was found to have tearing at the mouth. The tear was axially aligned with the mcs tip cover accessory, measuring approximately 0.195". There were no signs of thermal damage present at the end of any tears and no pieces were missing. Tears at the mouth were most commonly caused by repeated thermal and mechanical stresses. This is not a manufacturing defect and was a result of increased strain being applied during intraoperative use by the user. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had holes/tears/missing material on the gray silicone area with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory installed on the monopolar curved scissors (mcs) had a split. The tip cover accessory on the mcs was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the customer completed the procedure with a back-up msc tip cover accessory and without further incident but a delay of 10 minutes was incurred.